Event description:
A customer was performing verification testing and observed no reactivity with a sample containing anti-e when tested with 0.8% selectogen lot 8s762 when incubated for 15 minutes. Customer increased incubation time to 30 minutes and a 1-2+ reaction was observed. No death or serious injury was associated with this incident.